Event description:
The customer reported that they received a false negative hcg results compared to retesting on a laboratory blood test instrument. There is no report of injury due to this event.

Manufacturer narrative:
Analysis of information provided by the customer showed that the customer is not testing with proper maintenance and technique. Siemens showed due diligence to obtain additional information, however, no information was provided on whether the device is operational. The certificate of analysis for the lot in use at the time of the event shows that the lot was conforming to performance requirements at time of release.